Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube window corners, and display window. Unit received with minor scratched lcd window, broken battery tube threads, and with chew marks on the casing.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after jumping into a pool. Customer's blood glucose level was 155 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.